Event description:
It was reported that the ventricular lead triggered an alert due to elevated sensing interval counter and oversensing. The ventricular lead is still active and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position.

Event description:
It was reported that the ventricular lead triggered an alert due to elevated sensing interval counter and oversensing. The high voltage portion of ventricular lead remained in use. It was later reported that the lead superior vena cava coil fractured, and it triggered a patient alert, due to high impedance. The lead, and its pace/sense replacement have been explanted and replaced with a single lead. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead triggered an alert due to elevated sensing interval counter and oversensing. The ventricular lead is still active and in use. No patient complications have been reported as a result of this event. It was later reported that the lead superior vena cava coil fractured, and it triggered a patient alert, due to high impedance. It was also reported that earlier, the lead pace/sense conductor fractured, and was replaced with a pace/sense lead. The lead, and its pace/sense replacement have been explanted and replaced with a single lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.